Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. It was also reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. There was no adverse impacts to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.